Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2014. At an unspecified date/time, the patient obtained a blood glucose reading of ¿247 mg/dl¿ with the subject meter and ¿196 mg/dl¿ with another device (doctor/clinic meter), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient denied developing any symptoms, however, at unspecified date/time; the patient stated her health care professional (hcp) treated her with insulin (unknown type, 40 units in the morning, 40 units at night). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.